Event description:
Facility reports that in 2008, a resident was about to be positioned onto the bed using an uno 102ee mobile lift, when without precursor sounds, there was a sudden snap of the lifting mechanism and the resident immediately fell to the floor at estimated distance of 3 - 4 feet measured from his buttocks. The point of impact was the resident's hip and butt. The resident did not hit his head in the fall. The resident was examined by three registered staff and transferred to hospital where he later died of causes yet not known.

Manufacturer narrative:
Pursuant to identifying a reportable event involving uno 102 patient lift, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.